Manufacturer narrative:
(B)(4). The event occurred on an unreported date. This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced suspected peritonitis coincident with peritoneal dialysis( pd) therapy. The cause of the suspected peritonitis was not reported. It was reported the patient was not hospitalized for the event. Treatment for the event was not reported. The patient recovered from the event and was reported to be doing well. The action taken with dianeal therapies was not reported. No additional information is available.